Event description:
It was reported that the patient underwent an explant procedure to rule out a possible infection. It was noted that there was no infection. The patient was doing well postoperatively, and the explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred approximately one month ago. Additional suspect medical device components involved in the event: product family: scs-extension upn: m365sc3138350 model: sc-3138-35 serial: (B)(6). Batch: 7004147/7038770.

Event description:
It was reported that that the patient underwent an explant procedure to rule out a possible infection. It was noted that there was no infection. The patient was doing well postoperatively, and the explanted devices were not returned.